Event description:
The customer reported that insulin was leaking past the o-rings from the reservoir. No further info was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported angina, thrombosis, and elevated enzymes are known adverse events listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Two cines of the procedure were received and reviewed by an abbott clinical specialist. The reviewer concluded that the cine confirms restenosis/thrombosis of the implanted stent. However the cause of the thrombosis cannot be determined through this cine.

Event description:
It was reported that in-stent thrombosis was observed approximately 3 weeks post procedure. The initial procedure, on (B)(6) 2010, was to treat a bifurcation lesion in the circumflex artery (cx). There was mild tortuosity, mild calcification and 100% stenosis. After pre-dilatation with a non-abbott balloon, the promus stent was implanted at 10 atmospheres. A guide wire was advanced to the side branch and a non-abbott balloon was used to expand the stent strut. The proximal end of the stent was then post-dilated and the stent was confirmed to be expanded well. On (B)(6) 2010, the patient experienced 2 hours of exertional chest pain. The next day the patient was admitted to the hospital their cpk was 1500 and cardiac wall motion around the cx was poor. On (B)(6) 2010 coronary angiography was performed where stent thrombosis was observed from the proximal stent strut to the side branch. A 4.0 x 14mm non-abbott stent was implanted for treatment. There were no adverse patient effects reported. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: laoh 1.3 10, powered lacross 3.5x15, cycron 2.0x14. Guide wire: x-treme, wizard 3, rinato. Guide cath: axess power al1 6f. The stent remains in the patient. The lot number was reported. A follow-up report will be submitted with all additional relevant information.